Event description:
Boston scientific received information that during an implant procedure, the helix of this right ventricular (rv) lead perforated the patient leading to a pericardial effusion. The patient complained of some chest pain but was otherwise stable. The physician was able to reposition the lead and successfully complete the procedure. During follow-up, no issues were found. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.